Manufacturer narrative:
The site did not wish to provide patient ID, age or weight. A medtronic representative visited the site to perform a system checkout. The o-arm and mobile viewing station (mvs) were booting, but no display appeared on the mvs. Someone at the hospital had disconnected the video cable to the monitor so when the mvs was turned on it lost its dual display configuration. The medtronic representative reconfigured the dual displays for issue resolution. While performing the rest of the system checkout he received an error stating that the system could not load 3d calibration files when going into 3d mode. He checked the error logs and found an error saying the imagers folder could not be copied successfully. He then reloaded the imagers folder from the backup usb stick onto the ias computer, deleted the imagers folder on the mvs computer, and after restarting the application the error message no longer appeared. This issue will be continually monitored in a medtronic software anomaly tracking database. System is now fully functional after interventions stated above.

Event description:
A site representative reported that the o-arm was not booting properly. The mobile viewing station (mvs) screen was black and would not connect. She attempted to re-boot the system several times, without success. She stated that she disconnected the umbilical cable and attempted to re-boot with the o-arm and mvs disconnected, this did not help. She stated that they were troubleshooting for over an hour. The surgeon decided to proceed without navigation or o-arm imaging. The surgery proceeded with a c-arm instead with no impact on the patient outcome.